Manufacturer narrative:
Section e: initial reporter-country.

Manufacturer narrative:
B5: corrected information to capture patient underwent treatment utilizing gore® excluder® aaa endoprosthesis and not gore® excluder® conformable aaa endoprosthesis.

Event description:
On (B)(6) 2013, patient underwent an endovascular procedure utilizing gore® excluder® aaa endoprosthesis.

Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records.

Event description:
On (B)(6) 2013, patient underwent an endovascular procedure utilizing gore® excluder® conformable aaa endoprosthesis. On july 18, 2023 field sales associate reported the patient will undergo reintervention surgery on (B)(6) 2023 due to a type ii endoleak. Fsa also reports aneurysm growth was observed, however it is unknown how much growth there was. Physician attributes this endoleak to median sacral type 2. On (B)(6) 2023, patient underwent reintervention surgery to treat this type ii endoleak. Physician coiled (embolization) the type ii endoleak. Patient tolerated the procedure.

Manufacturer narrative:
H6: code c21 - results pending completion of product history review. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.